Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. A leak test was performed and failed due to a display lens leak. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a display lens leak, and moisture ingress. This report is made based on results of investigation completed on (B)(4) 2015.